Event description:
Same case as 2134265-2010-01696. It was reported that during a coronary drug eluting stenting treatment procedure, the balloon catheter became stuck on the guide wire. The target lesion location was the popliteal artery. A pt graphix 0.014 guide wire was advanced to the lesion and then a sterling 4.0x40mm balloon was advanced over-the-wire. While advancing the balloon dover the wire the catheter became stuck on the wire prior to reaching the lesion. The physician was unable to free the balloon from the wire so both devices were removed together. A new pt graphix guide wire and sterling balloon were used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)